Event description:
It was reported an implant migration and leak occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx closure device was implanted. At a follow up, computed tomography angiography (cta) imaging revealed the closure device was canted, indicating a migration from its original implanted position. The physician will keep the patient on eliquis and get a transesophageal echocardiogram (tee) in a weeks' time to determine how to proceed. It was noted the patient received a cardiac ablation between the index procedure and the follow up appointment. It was further reported that after migration was discovered, the patient began to experience transient ischemic attack (tia) symptoms. These began to occur after the closure device was implanted, where a family member noticed the patient would zone out in the middle of a conversation. There was no evidence of thrombus on cta imaging. The leak was measured at 4mm x 19mm on truplan imaging. The physicians plan to coil or plug the leak.

Manufacturer narrative:
B5: information added.

Event description:
It was reported an implant migration and leak occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx closure device was implanted. At a follow up, computed tomography angiography (cta) imaging revealed the closure device was canted, indicating a migration from its original implanted position. The physician will keep the patient on eliquis and get a transesophageal echocardiogram (tee) in a weeks' time to determine how to proceed. It was noted the patient received a cardiac ablation between the index procedure and the follow up appointment.